Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected, the siphon guard was returned separated from the valve. The siphon guard was visually inspected, marks were noted in the siphon guard. The silicone housing was visually inspected a cut/tear along the siphon guard was noted. The complaint is confirmed. Root cause analysis- the root cause for the issue reported by the customer, could be due to a sharp or pointed object coming into contact with silicone housing, as noted in the "IFU" silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard are due to a sharp or pointed object coming into contact with the siphon guard.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804) was implanted in 2018 for the treatment of hydrocephalus. The patient presented with a 4-week history of increasing fatigue, headache, and confusion. The valve was removed on (B)(6), 2023 and was also found to have cracked at the antisiphon device. No further information if the valve was replaced. The patient had no ill effects post explant surgery.